Event description:
During preuse check it was discovered that the unit failed the leak test, a service call was placed and the inspiratory pipe part #60 72 750 was replaced, this corrected the problem. Performed final check, unit passed all tests.